Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that their trial began on (B)(6) 2024. It was reported that they were experiencing a loss of stimulation. Patient switched to the opposite side and did not feel stimulation on that side as well. Patient brought stimulation down to 0.0 and slowly increased their stimulation without feeling it. Max setting was reached on left side at 7.8. Patient lowered stimulation to 0.0 and slowly increased the stimulation, but could not go further than 7.8 on the left lead. Additional information was received from the patient. They reported that they went up to max settings again with not feeling anything.